Event description:
The patient presented in 2005 with signs of an infection of the lumbar region. These included redness, swelling, drainage, and incisional wound opening. A culture of the lumbar region was reported as positive for enterococcus faecalis. The pt did not have meningitis. The pt was treated with IV antibiotics and total device system explant. The pt outcome was reported as ongoing with risk factor of diabetes.